Event description:
On (B)(6)/2009, the pt reported that today his insulin infusion device displayed an e6 (mechanical error). He said that yesterday his device had a "brief power outage" and then reset itself. He stated he is using standard aa batteries that are not expired and they are lasting about 15 days instead of 30 days. He said, he has had ongoing power concerns since (B)(6)/2009. His device has not been dropped or exposed to liquids. The pt was assisted in setting up his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.